Manufacturer narrative:
The investigation for the reported major bleed and pump suction has been completed. No product was returned for review. Patient had multiple suction alarms and low flow. After reviewing the logs, multiple suction alarms were observed. No motor current spike or trend in placement signal was present. The root cause of pump suction and major bleed cannot be determined since insufficient clinical details were provided.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a cp pump placed to support the patient admitted in with cardiogenic shock, cardiomyopathy, and other cardiac comorbidities. The pump was placed and peel away sheath removed. Upon this, there was an access site bleed that prompted adjustment of the perclose, suture, and manual hold. The team achieved hemostasis. The pump was later showing suction and albumin was infused. The pump remained on until day 3 when care was withdrawn and patient expired.